Event description:
Customer reported patient was sweaty and unresponsive. Device = 82 mg/dl. Customer was uncertain of result and called 911. Paramedics device = mg/dl. Patient was given a glucose IV and transported to the hospital. No request as made for return product and replacement product was sent.